Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. (B)(4) was returned for evaluation. Evaluation revealed deposition in the inlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported elevated ldh. The inlet bearing cup and bearing ball revealed a strongly adhered dark red, tissue-like deposition. The bearing cup became unseated from the inlet stator due to the deposition during disassembly. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. Its origins and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level (ldh) had been rising and was currently 1000 u/l. The patient was placed on plavix. The patient's inr goal was between 2 to 3 and was reported to be up and down from 1.7 to 2.2. The patient was reportedly compliant with medications and had no history of coagulopathy issues. It was mentioned that the patient had positive blood cultures in (B)(6) 2015 that grew streptococcus and has been on maintenance antibiotics. The patient was admitted on approximately (B)(6) 2015 for suspected pump thrombosis and underwent a pump exchange on (B)(6) 2015. At the time of the pump exchange, the patient was on aspirin, coumadin and plavix.